Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, multiple episodes of non-sustained ventricular oversensing were observed. The patient will continue to be monitored.